Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed, if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. The procedure was done under general anesthesia. During the procedure, the device was set up and functioned without issue. The post-placement scan showed a possible infiltration of the (B)(6) in the venous plexus surrounding the prostate. Additional review of the scan images showed the spaceoar vue gel is surrounding the prostate circumferentially. There were no patient complication reported as a result of this event and will proceed with treatment.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed, if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. The procedure was done under general anesthesia. During the procedure, the device was set up and functioned without issue. The post-placement scan showed a possible infiltration of the gel in the venous plexus surrounding the prostate. Additional review of the scan images showed the spaceoar vue gel is surrounding the prostate circumferentially. There were no patient complication reported as a result of this event and will proceed with treatment.